Manufacturer narrative:
Qc data was not available, but customer stated that qc has not exhibited any issues. A field service engineer (fse) was dispatched and inspected the entire ion selective electrode (ise) system for signs of microbial contamination and none were found. No evidence of excessive bubbles was seen or signs of wear in ratio pump. Upon inspection of the flow cell, an agcl buildup on cl electrode face and going into the flow cell ports and paths was found. The fse cleaned the flow cell path and cl electrode and performed some checking; all parameters passed. The fse verified repair per established procedures and suggested closer monitoring of cl electrode maintenances. A clear root cause for this event has not been determined.

Event description:
A customer contacted beckman coulter inc. (Bci) regarding false low sodium (na) results generated by the unicel dxc 800 pro synchron clinical system for two patients. When the anion gap was low, the lab re-tested the samples; repeated results were higher and were reported out of the lab. The low results were not reported out of the laboratory. Patient treatment was not affected.